Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensing of far field signals was observed. Reprogramming was recommended. No adverse consequences for the patient were reported.